Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event it was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that three battery devices were draining power quickly and were having to be charged intra-operatively. The reporter stated that this event has happened on "many occasions." It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.